Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this programmer was powering on and off randomly and was hot to touch with accompanying hot or smoking smell. The programmer was returned for analysis. No adverse patient effects were reported.